Event description:
Patient reported 1 day after injection with juvederm voluma with lidocaine in the cheeks and unspecified juvederm in the "edge of the nose, corner of the mouth, lip lines, nasolabial folds, and ear lobes" they developed "nausea, face is numb, rapid heartbeat, colitis, hyperactive, couldn't wake or unconscious, coma, confused, pupils dilated, legs were paralyzed, haven't eaten or drunken, couldn't swallow, oxygen saturation, dehydrated, convulsions or seizure." Patient was admitted to a local emergency room with bed rest and was prescribed tramadol. The patient indicated their symptoms are "better but [they are] still having a fast heartbeat." Allergan has made multiple attempts to investigate this patient reported event to date we have been unable to have a medical professional confirm any further details. The investigation is on-going but it is allergan's approach to compliance to report this event at this time. This is the same event and the same patient reported under MDR ID# 3005113652-2014-00232 (allergan complaint pr# 1089934). This is the first MDR submitted for the first suspect product, juvederm voluma with lidocaine.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nausea, numbness, rapid heartbeat, "colitis," "hyperactive," "couldn't wake or unconscious," coma, confusion, dilated pupils, paralyzed legs, "haven't eaten or drunken," "couldn't swallow," "oxygen saturation," dehydration, "convulsions or seizure" are physiological complications and analysis of the device generally does not assist allergen in determining a probable cause for these events.